Event description:
The manufacturer received information alleging the device failed a system set-up test step during testing. There was no harm or injury reported. Replacement of the three-way solenoid valve and proportional valve are needed to address the issue, a service quote was provided to the customer. Additionally, the device failed a fio2 test step during testing. Replacement fio2 housing and tubing parts included in the service quote provided to customer. This is not related to the reportable malfunction/issue.